Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the blood glucose readings would not send from her meter to the device. Customer's blood glucose was 800 mg/dl. Customer called 911 due to high blood glucose. Customer was wearing the device during time of 911 call. Customer might have memory problems and might turn off something on the device. Customer will not be returning the device for analysis.